Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and systemic lupus erythematosus ("lupus") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included benign ovarian cyst since 2015, diabetes since 2015, dysfunctional uterine bleeding, uterine prolapse, stress incontinence, uterine inflammation, lupus erythematosus since 2003, fibromyalgia since 2008, depression since 2003, anxiety since 2003, squamous cell metaplasia, hypertension and hypercholesterolemia. Concomitant products included alogliptin, alprazolam (xanax), atenolol, atorvastatin, escitalopram oxalate (lexapro), hydrochlorothiazide (hydrochlorothiazid), ibuprofen, insulin aspart (novolog), insulin detemir (levemir), loratadine, naproxen (naprosyn), omeprazole and topiramate. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain, pain"), abdominal pain lower ("lower abdominal pain, pain"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), rheumatoid arthritis ("rheumatoid arthritis"), arthropathy ("knee problem") and back disorder ("back problems"). The patient was treated with surgery (in 2015 remove the essure, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation in 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower had resolved and the systemic lupus erythematosus, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fibromyalgia, migraine, rheumatoid arthritis, arthropathy and back disorder outcome was unknown. The reporter considered abdominal pain lower, arthropathy, back disorder, bladder disorder, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on an unknown date, transabdominal and endovaginal pelvic ultrasound showed 2.4 x 2.1 x 1 cm probable mass in the cervical canal, 3-cm right ovarian cyst, 1.3-cm left ovarian cyst, small amount of free fluid in the cul-de-sac. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet was received. Events added from pfs- fibromyalgia, lupus, migraines, rheumatoid arthritis, knee problem, back problem. Concomitant disease, concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included benign ovarian cyst since (B)(6), diabetes since (B)(6), dysfunctional uterine bleeding, uterine prolapse, stress incontinence and uterine inflammation nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain, pain") and abdominal pain lower ("lower abdominal pain, pain"). The patient was treated with surgery (in (B)(6) to remove the essure, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and in (B)(6) ablation. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower had resolved and the bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on an unknown date, transabdominal and endovaginal pelvic ultrasound showed 2.4 x 2.1 x 1 cm probable mass in the cervical canal, 3-cm right ovarian cyst, 1.3-cm left ovarian cyst, small amount of free fluid in the cul-de-sac. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Concomitant disease were added. Outcome for the event abnormal bleeding (general), lower abdominal pain, vulvovaginal pain updated to recovered / resolved. On 21-may-2018: mr received: new reporters and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.